Manufacturer narrative:
The complaint devices are not being returned for evaluation and therefore the reported failure cannot be verified. It was reported that one active tip sustained damage that may have led to sparking. There is no information on the second electrode. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for second electrode 1221934-2015-10114. (B)(4).

Event description:
First electrode started to "burn" inside the joint-space, ceramic part totally black. Other one just said "output shortage" from the generator. The following additional information was received via e-mail from the affiliate on 11-16-15: both electrodes failed in the same procedure. They sparked/arced inside the patient's joint. Nothing fell into the patient. Surgeon used another electrode to complete the procedure with no delay.